Manufacturer narrative:
The device history record (DHR) for the iabp involved in the event was reviewed. There were no non-conformances in the DHR related to the reported event. The company representative observed that the iabp failed to power up. The company representative replaced the main board (part number 0670-00-0788). The iabp was tested to factory specification. It functioned normally and was returned to the customer. The main board replaced was received by the manufacturing facility at (B)(4). The evaluation performed did not confirm the failure. (B)(4).

Event description:
The customer reported that during a routine check of the iabp, the iabp failed to power up. No patient was involved.